Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat restenosis in the proximal left circumflex with 90% stenosis, a 2.5x15 xience prime stent was successfully implanted. A 2.75x12 nc tenku rx dilatation catheter was advanced without resistance to perform kissing balloon technique. The balloon was inflated and ruptured on the first inflation at 12 atmospheres. The 2.75x12 nc tenku rx dilatation catheter was withdrawn from the patient anatomy without resistance and a 2.75x12 non-abbott dilatation catheter was used to complete the kissing balloon technique. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, tgv, guide catheter: loadmaster al1.5 6f, stent: xience prime 2.5x15 mm. The nc tenku dilatation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.